Manufacturer narrative:
Additional information received indicates that the handpiece overheated in less than one minute. (B)(6).

Event description:
Additional information received indicates that the handpiece overheated in less than one minute.

Manufacturer narrative:
The handpiece has been received. However, the product analysis is not yet complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the skeeter handpiece had a heating issue and intermittently would not rotate the attachment. There was no patient injury.

Manufacturer narrative:
Date manufactured received: september 30, 2016. The product analysis indicates that there was no cover on the connector and the motor was not running continuously. The handpiece was sterilized and cleaned. The motor assembly along with other parts, which were found damaged or rusted during repair, were replaced. The handpiece was successfully tested to specification. (B)(4). Conclusion: device repaired and returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.